Event description:
According to the reporter, while performing subcutaneous sutures, the center of the eight sutures was damaged. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: pli 10: ul-879; ul-879 polysorb* 3-0 vio 75cm gu46 x36 (lot number: d4b2275y) pli 20: ul-879; ul-879 polysorb* 3-0 vio 75cm gu46 x36 (lot number: d4b2275y) pli 30: ul-879; ul-879 polysorb* 3-0 vio 75cm gu46 x36 (lot number: d4b2275y) pli 50: ul-879; ul-879 polysorb* 3-0 vio 75cm gu46 x36 (lot number: d4b2275y) pli 60: ul-879; ul-879 polysorb* 3-0 vio 75cm gu46 x36 (lot number: d4b2275y) pli 70: ul-879; ul-879 polysorb* 3-0 vio 75cm gu46 x36 (lot number: d4b2275y) pli 80: ul-879; ul-879 polysorb* 3-0 vio 75cm gu46 x36 (lot number: d4b2275y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two opened samples and six representative samples were available for evaluation. Visual inspection of the opened samples noted two needles and two sutures. The needles were returned attached to the sutures. The suture was returned broken into multiple fragments. The foil pouches were inspected and identified no signs of damage or abnormalities. For the representative samples, light assisted microscopic inspection of the breathable pouch noted no breaches or damage. The needles were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil pouches were inspected with light assisted microscopy with no abnormalities. Functional testing of the representative samples noted that the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling or loading the suture into the instron machine. The instron then pulled the suture until the suture broke. The breaking point load force was measured and the results did not meet ep minimum individual specifications. It was reported that the sutures broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.